Manufacturer narrative:
All operating currents were within specification and no unexpected auto off alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
Customer reported the insulin pump alarmed motor error and then off no power. Customer stated she replaced a new battery and the device prompted her to rewind. Customer's blood glucose level was 65 mg/dl. Alarm occurred during basal. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.